Event description:
It was reported that during initial implant of the implantable cardioverter defibrillator (ICD) while attaching that atrial lead, a set screw problem occurred and the impedance registered high. The device was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).